Manufacturer narrative:
On 12-nov-2021, the product investigation was completed. It was reported that an 85-year-old female (45kg) patient underwent a idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure was completed an pvc /ventricular tachycardia idiopathic case, a pericardial effusion was noticed. The pericardial effusion was discovered when the physician did a sweep with ice imaging. The pericardial effusion was confirmed by intracardiac echo (ice) using the soundstar eco catheter. Medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed due to the pericardiocentesis being done at the time of the call. It is unknown if the patient will require surgery. The patient's condition is unknown at this time. The cause of the pericardial effusion is unknown. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a evaluation of all features of the device. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf bidirectional. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30598032l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) female ((B)(6)) patient underwent a idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure was completed an pvc /ventricular tachycardia idiopathic case, a pericardial effusion was noticed. The pericardial effusion was discovered when the physician did a sweep with ice imaging. The pericardial effusion was confirmed by intracardiac echo (ice) using the soundstar eco catheter. Medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed due to the pericardiocentesis being done at the time of the call. It is unknown if the patient will require surgery. The patient's condition is unknown at this time. The cause of the pericardial effusion is unknown. Additional information: this adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event: patient condition. Patient outcome of the adverse event: fully recovered. The patient required extended hospitalization because of the adverse event: due to the complication. Patient has a history of pvc¿s. Generator information: smartablate. A transseptal puncture was not performed. Prior to noting the CT ablation was performed. No evidence of steam pop. The event occurred post procedure. Irrigated catheter was used in the event, and the flow setting: lowflow = 2ml ablation flow 15ml. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features were used: graph, dashboard, vector & visitag with max distance change 2mm, minimum time 3, fot 25%, minimum force 3g resp adjustment on and no additional filter used with the visitag. Color options were used prospectively: sure point. Since the event is life threatening and required cancellation of the procedure to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable.